Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing, loss of capture and noise. Rv lead was reprogrammed and then capped and replaced. No further patient complications have been reported as a result of this event.